Manufacturer narrative:
H11: through follow-up communication with livanova technician in charge of device inspection, it was learned that a run test has been performed and no alarms were detected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirm the reported issue. A run test of 12 hours was performed. Then, preventive maintenance was carried out and functional verification tests were passed. The unit has been returned to service. Considering the collected information, a hardware defect of the unit can be ruled out. It cannot be excluded that the reported event was caused by an improper hospital gas supply or a missed gas blender warm-up phase (user error).

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6), colorado. The unit has been shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code (e19) associated to a discrepancy between the actual and set gas flow values during setup. There was no patient involvement.